Event description:
It was reported that the patient experienced pain after a fall down stairs, and since the fall "he's not feeling up to par".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# unk, implanted: unk, explanted: unk. (B)(4).

Event description:
It was reported, the patient fell down a flight of stairs a week ago. Since then his hands were not "working" and his fingers had been going numb. It had been getting worse ever since. The patient had a return of spasticity symptoms after the fall down a flight of stairs. The patient believed the catheter was leaking. A dye study was being considered. Surgery was planned. The pump was delivering baclofen.